Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 04/19/2018 stating that noise and oversensing were noted on the ra chancel, which resulted in inappropriate atr's (atrial tachy response). The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).